Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The device memory indicated pacing capture management of the left ventricle was missing/had invalid data. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) interrogation report displayed question marks instead of a threshold value when the device feature that automatically monitors pacing thresholds at periodic intervals is programmed off. It was further reported that while sleep in bed in the early morning, the patient went into a polymorphic ventricular tachycardia (vt) as stated by the physician. It was noted that the patient developed an unstable ventricular tachycardia (vt) that deteriorated into ventricular fibrillation (vf). It was also noted that the cardiac resynchronization therapy defibrillator (crt-d) feature that helps prevent the inappropriate detection of atrial fibrillation (af) with rapid ventricular response as a ventricular tachyarrhythmia by evaluating the stability of ventricular intervals, initially delayed therapy even after several rounds of anti-tachycardia pacing (atp). The therapy never led to a definitive shock and the patient ultimately passed away as a result of cardiac arrest.